Event description:
Event on (B)(6) 2012 involving one pt. The following info was gathered from a discussion with the acting physician: under general anesthesis, balloon sinuplasty was performed using a balloon catheter. After dilating the left sphenoid sinus ostium, a small polyp observed in the ostial area was grasped and removed. An irrigation catheter was used to irrigate the sinus using a small amount of saline under gentle pressure. Following the irrigation, bleeding was noted from the sphenoid sinus. Pledgets containing oxymetazoline vasoconstrictor were placed in the spheno-ethmoid recess. Physician reviewed the CT scan and noted that the internal carotid arteries were well encased in bone. After several minutes, the pledgets were removed and no further bleeding was observed. The physician placed an absorbable dressing and the pt was taken to recovery room. No device malfunction was noted by the physician. The pt was discharged later that day. Around midnight the next day, the pt suffered a minor stroke. A CT and MRI of the brain showed an area of ischemia and a left middle cerebral artery stroke. The area of the sphenoid sinus and adjacent internal carotid artery were intact and without injury. Over the next 10 days, there was near complete recovery. Those caring for the pt did not feel the sinus surgery caused the stroke. A strong family history of stroke was indicated.

Manufacturer narrative:
No lot info was provided. The device was not available for eval. Info provided by the physician does not reasonably suggest that the device may have caused the stroke. No other cases of stroke have been associated with historic complaints. Due to the seriousness of the event, this medwatch is being provided for informative purposes. We will continue to update the file with any additional info and provide subsequent reports if required.